Event description:
It was reported that, during implant testing, a 10j test shock had an impedance of 148 ohms. A high energy 65j shock had an out-of-range impedance. Technical services advised that the system is in adipose tissue. Technical services also advised to check the connections. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that, during the same procedure, the system was repositioned deeper. The shock impedance decreased down to 111 ohms. The system remains implanted. There were no adverse patient effects. It was reported that, during implant testing, a 10j test shock had an impedance of 148 ohms. A high energy 65j shock had an out-of-range impedance. Technical services advised that the system is in adipose tissue. Technical services also advised to check the connections. There were no adverse patient effects. The system remains implanted.